Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The external investigation showed that there were no signs of contamination on the outside of the device. The manufacturer completed an internal visual inspection of device. The manufacturer found signs of contamination in the blower box, sings of water spots in the blower box as well as on the blower fan. The manufacturer reviewed the device¿s downloaded event log. The manufacturer found no error logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged shortness of breath. There was no report of serious patient harm or injury. There was no medical intervention was required by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.